Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to possible infection. An irrigation and debridement with exchange of a 6x19 ts insert for another 6x19 ts insert was performed. Rep confirmed that no further information will be released by the hospital or surgeon.